Event description:
Critical battery alarms were noted in alarm log at the clinic. Preliminary review of the log files by the manufacturer found the charge prior to the alarm was not less than 10% and it produced multiple critical battery alarms. The battery was replaced. There was no effect on the patient.

Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to an improper ptc1 ltp340f tyco raychem poly switch fuse assembly resistive welding connection between cell pair 4 and cell pair 3, causing an intermittent connection with cell pair 3. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is an improper weld, which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. Additionally, there is a warning to switch to the back-up controller if there is a controller failure. The steps for exchange of devices are also outlined. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation.